Event description:
Edwards received information that a paravalvular leak (pvl) was identified during implant of this 25mm pericardial aortic valve while coming off bypass. The patient was returned to bypass and additional sutures were placed which resolved the pvl. Hemodynamics were good. Patient's recovery was complicated by coagulopathy and bleeding related to medical reasons. Coagulopathy was corrected and patient was discharged in hemodynamically stable condition.

Manufacturer narrative:
Device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections.

Manufacturer narrative:
The device was not returned to edwards for analysis. Without the return of the device, edwards is unable to draw any conclusions as to the reason for reported pvl. Edwards will continue to review and monitor all events. Trends are monitored on a (B)(4) basis and if action is required, appropriate investigation will be performed.